Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 would not latch close. A field service engineer found main drawer 4.1 would not latch closed. All three screws had backed out of the hard stop, two of the screws were located, and a third screw was obtained from inventory. While testing drawer 2, it was found to be sluggish at the end. The drawer was removed, and a tablet was found from the rails. The drawer was reinstalled, and it then closed smoothly. The customer tested all drawers, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus and closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.